Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) severed approx 4" from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit and the sealed outflow graft and bend relief were returned attached to their respective pump ports. No depositions or thrombus formations were found on the interior of the sealed inflow conduit or sealed outflow graft. There was tissue adhered to part of the opening of the inlet tube, although the tissue did not appear to be inhibiting the blood flow through the inflow conduit and the lumen of the inlet tube, inlet graft conduit and inlet elbow showed no evidence of deposition or thrombus formation. Eval of the disassembled pump revealed a denatured piece of thrombus that was present on the body of the rotor, situated between two of the rotor blades. Although its origin could not be identified, this deposition did not appear to have developed on the rotor; however, it appeared to have been present in the pump during support and would have caused resistance on the spinning rotor, resulting in the reported power elevations. Small, white depositions were also present in the outlet stator, surrounding the bearing ball. These depositions were soft and did not show any lamination or denaturing, indicating that they were not present while the pump was operating. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The date retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the mfg process and the pump operated as intended. A review of device history records showed no deviations from mfg or qa specifications that would affect device function or performance. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that approx 9 months post-implant, the pt was transplanted. The surgeon indicated that the pt experienced some power elevations.